Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after implanting operation, due to the lead's helix problem, the lead dislodged. Physician commented the event was related to device quality defect. During re-operation, physician considered patient¿s cardiac muscle condition may contribute to the lead helix problem. The lead was explanted and replaced. No patient complications have been reported as a result of this event.